Event description:
An ophthalmologist reported a patient developed aseptic endophthalmitis following an intraocular lens (iol) implant procedure. An anterior chamber wash out was performed and antibiotics were administered. A bacterium inspection was performed with a negative result. There are two medical device reports associated with this report. This report is for one identified patient of multiple unidentified patients previously reported under MFR report # 1119421-2015-05269.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There has been one other similar complaint reported in the lot number. Additional information has been requested, however, no further information is expected. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Alcon is investigating an increased number of cases of aseptic endophthalmitis cases reported since mid-(B)(6) 2015 in cataract surgery patients who received restor® iols in various clinics in (B)(6). We take this situation very seriously and in the interest of patient safety, are voluntarily recalling restor® multifocal iols manufactured specifically for the (B)(4) market and advising surgeons in (B)(6) whose clinics have inventory of restor® iols to stop using these iols. Evaluation summary: the customer indicated the use of an approved cartridge with an unspecified handpiece. The cartridge and handpiece product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Based on a review of complaints received, a signal for post-operative inflammation was identified for restor® iq and restor® toric iols in (B)(6). The manufacturing investigation pointed to the difference in manufacturing processes for the (B)(4) market and multifocal lenses as a potential differentiator. The manufacturing investigation has not identified a root cause to date. Data analysis so far has confirmed that these complaints are significant and concentrated around the (B)(4) market for the identified multifocal lenses. On (B)(6) 2015 the impacted product was put on voluntary hold in the (B)(4) market and issuance of the market caution letter. On (B)(6) 2015 due to a significant increase in reports of post-operative inflammation cases reported in cataract surgery patients who received the identified multifocal intraocular lenses (iols), a voluntary product recall was issued against all lot numbers and models of the identified multifocal iols manufactured specifically for the (B)(4) market. A corrective and preventive action has been instituted; the investigation is ongoing. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by the surgeon, who reported that on the fourth postoperative day, the patient experienced anterior chamber cells, anterior chamber flare, fibrin and hypopyon. The cells were smaller than usual. The protein density of cells were not particularly low. There was slight thermal current inside of the anterior chamber. The patient was treated with steroids, antibiotics and non-steroidal anti-inflammatory medications. The outcome of the event recovered after the anterior chamber washout. According to the surgeon, the event is non-infectious. The culture test results were negative and anti-inflammatory drugs worked effectively.